Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
Following a rf procedure, a burn occurred. The patient was under general anesthesia during the procedure. The grounding pad was placed on the patient's mid-section of the torso instead of the leg as the patient had various surgeries performed over the years and had metal implanted in her leg. Following the procedure, the patient developed small blisters at the grounding pad site. The patient has consulted with a plastic surgeon. Further information has been requested but is not available.